Event description:
Hilips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error code occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer reported to the remote service engineer (rse) that a 110b "proximal pressure sensor autozero failed" error code occurred immediately after the device was powered up in ventilation mode--the customer tried a different data acquistion (da) printed circuit board assembly (pcba) a few months ago, but the issue remained. The rse recommended that the customer should check the pins alignment between the flow sensor assembly and da pcba and provided the customer with the part numbers and prices of the da pcba and solenoids 3 and 4. The customer e-mailed the rse the next day and stated that the device will be retired. A philips service engineer was therefore not able to evaluate or repair the device since the customer declined service. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philip's normal complaint procedure.